Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer epoch stem, lot #unk- remains implanted; catalog #unk, unknown zimmer trilogy shell, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to cup loosening, high ion levels, and evidence of a pseudo tumor. During surgery, metallosis was noticed inside of the head and on the trunnion of the stem.

Manufacturer narrative:
Concomitant medical device: catalog #00630505036, trilogy longevity crosslinked poly liner, lot #unk. The head and liner were returned for further review. The taper surface on the femoral head indicated dark debris. Dimensional measurements of the head conformed to print specifications where measured. The liner was discolored. Damage was noted on the rim with approximately 1/4th of the rim fractured and missing. The damage was too severe for dimensional analysis. Device history records for the lot code associated with the head was reviewed. The lot number of the shell is unknown. Scanning electron microscope images confirmed the presence of dark debris on the femoral head taper. Elemental dispersive spectroscopy analysis of the debris on the head taper surface was performed. The debris on the head taper indicated elements carbon, oxygen, sodium, silicon, phosphorus, calcium, chromium, cobalt and molybdenum. The reported devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause for the corrosion cannot be determined with the information provided. A specific cause for the shell loosening could not be determined with certainty.